Event description:
A malfunction on the pump was reported, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to call back if the issue happens again, and they may continue to use the pump.